Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would powered on by itself and provided voice prompts, without any user interaction. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the lid, the device passed functional and performance testing and was returned to the customer. Stryker further evaluated the replaced lid at the product assessment center (pac) and the cause of the reported issue was determined to be due to the dislodgment of the lid magnet.

Event description:
The customer contacted stryker to report that their device would powered on by itself and provided voice prompts, without any user interaction. There was no report of patient use associated with the reported event.